Manufacturer narrative:
On 1/23/2017, updated analysis was provided. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available trend curves showed stable pacing impedance around 600 ohms from (B)(6) 2012 to (B)(6) 2016 with a subsequent decrease down to less than 200 ohms. Furthermore the provided iegms were investigated revealing noise on the rv channel as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of 42 months oversensing was reported. The lead was explanted but not returned. No adverse patient side effects have been reported.